Event description:
The customer reported to beckman coulter a leak of <5 cc of diluted bloody fluid from popped off tubing of the flowcell that had leaked under the ttm (triple transducer module) since preventative maintenance (pm) of the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The operator was wearing a laboratory coat, face protection and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse found cut sample line tubing leading to the flowcell which was causing the leak. The fse replaced the sample line tubing resolving the leak. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was related to cut sample line tubing leading to the flowcell. (B)(4).